Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic anterior resection, the firing trigger could not be grasped at the first stroke of the first firing on the rectum. The deployed staples of the proximal end were unformed. The cartridge was gold. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: when some staples of the proximal end were deployed and they were unformed, were the staples delivered into the tissue and found to be unformed? No information the ec60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded in the device. The cartridge reload was received partially fired (B)(6) 2016. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.